Event description:
Customer reportedly noted high airway pressure. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Ge healthcare plans to undertake a field correction to address this condition.